Event description:
New information notes that programming changes were performed to resolve the issue. There were no patient consequences before, during, and after the intervention.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified ventricular oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received yet.